Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The ge rep reseated cable connectors and circuit cards as a precautionary measure. The system operates as intended.

Event description:
The customer reported the system intermittently would not boot up or would boot up with a "cine not available" error. No pt injury was reported.